Event description:
The patient completed premedication. The premedication line was disconnected from the patient and the end of the IV line came apart at a connection that is normally attached. Patient had received full infusion and no leaking was noted prior to discontinuing the line. No patient harm but potential.